Event description:
Reporter alleged the base unit of the blood glucose monitoring device was melted with brown discoloration. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.